Manufacturer narrative:
While analysis was unable to be performed as the device was not returned, per the opinion of the physician, the root cause of the event was nerve damage caused by the surgical approach. The device history and sterilization record for this device serial number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Cvrx ID# (B)(4).

Event description:
A barostim system was implanted on (B)(6) 2025. Following the procedure, the patient experienced a loss of taste and numbness in their right that was associated with pins and needles pain when touching their ear. The patient also experienced their tongue deviating to the right. It was noted that the patient had a history of hypotension prior to receiving barostim and was midodrine three times a day since implant while discontinuing three hf medications. The patient's therapy was not titrated, and the patient was scheduled for a follow up on (B)(6) 2025. The patient was seen for their scheduled follow-up and there was no plan for any further intervention. Per the opinion of the physician, the root cause of the event was nerve damage caused by the surgical approach. The patient's therapy was titrated, and they were scheduled for a follow up on (B)(6) 2025.

Manufacturer narrative:
Updated fields: b4, b5, g3, g6, h2, h11. Cvrx ID# (B)(4).

Event description:
A barostim system was implanted on (B)(6) 2025. Following the procedure, the patient experienced a loss of taste and numbness in their right that was associated with pins and needles pain when touching their ear. The patient also experienced their tongue deviating to the right. It was noted that the patient had a history of hypotension prior to receiving barostim and was midodrine three times a day since implant while discontinuing three hf medications. The patient's therapy was not titrated, and the patient was scheduled for a follow up on (B)(6) 2025. The patient was seen for their scheduled follow-up and there was no plan for any further intervention. Per the opinion of the physician, the root cause of the event was nerve damage caused by the surgical approach. The patient's therapy was titrated, and as of (B)(6) 2025, there was no further complaint of numbness from the patient.